Manufacturer narrative:
The pod was received with the soft cannula and pink slide insert in the deployed state. The formed needle was exposed. No damage or defects were found that would cause the formed needle not to retract. The cause of the exposed needle could not be determined. A kink and hole were both noted where the tip of the formed needle was on the exposed portion of the soft cannula. Upon manually occluding the distal tip of the soft cannula, fluid diverted through the hole. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttock. Patient stated that bg levels continued to rise despite correction attempts. As treatment, a manual injection was delivered after the event.